Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a false downstream occlusion alarm. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device was in used condition. This device has not been serviced within the review period. Review of event history found downstream occlusion alarm. Functional testing duplicated the reported problem. The cause is the downstream occlusion (dso) sensor. Replaced dso sensor to correct the issue. The device passed all functional tests after the repair.